Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the enterprise 8000x bed malfunction. It was reported by (B)(6) hospital in (B)(6) that the backrest section of the bed did not want to raise. Arjo technician visited the facility and inspected the device. It was noticed that the bed's frame in the middle and backrest section was bent. Additionally, it was observed that there was unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into the foot end radius arm. It was 5, 28 mm; therefore, it was beyond the range of acceptability that is equal to 4, 2 mm. The radius arm did not detach from the bed's frame and the bed did not collapse. There was no indication regarding patient involvement. No injury or other medical consequences reported. The analysis of this problem carried out by the manufacturer revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on that, it can be concluded that the reported malfunction (unacceptable distance) itself could not lead to the radius arm detachment and bed's collapse and could not compromise the patient's safety if the bed is used according to the procedure described in IFU. Additionally, it should be emphasized that the instruction for use dedicated to the enterprise 8000x bed (746-585-UK) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." If this warning is followed, there is no risk regarding the radius arm detachment. 100% manufactured enterprise 8000x beds are checked during quality inspection to verify the required product specifications and check whether the acceptable performance criteria are met. At the time of inspection also the distance is verified at the manufacturer site. The acceptable distance is 4, 2 mm, if the gap is bigger, the bed cannot be released for use. The DHR for the bed with the serial number: (B)(4) was reviewed. No anomalies were recorded concerning claimed bed at the time of manufacturing process. It confirms that at the time the bed was released for distribution, it was fully operational, and measured distances were within identified manufacturer's specification. The manufacturer defect was ruled out to be a cause of the problem occurrence. Although no details regarding circumstances of this malfunction were provided, the bent and deformed frame at the middle and backrest sections can confirm the above mentioned cause related to the movement of the bed restricted by the obstacle occurred. It can be also confirmed basis on the device history record that the device met the manufacturer's specification before was released to the customer. In summary, the enterprise 8000x did not meet the manufacturer's specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable due to the fact that the unacceptable distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed's collapse.

Event description:
On (B)(6) 2019 arjo was informed about the enterprise 8000x bed malfunction. It was reported by (B)(6) hospital in (B)(6) that the backrest section of the bed did not want to raise. Arjo technician visited the facility and inspected the device. It was noticed that the bed's frame in the middle and backrest section was bent. Additionally, it was observed that there was unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into the foot end radius arm. It was 5, 28 mm; therefore, it was beyond the range of acceptability that is equal to 4, 2 mm. The radius arm did not detach from the bed's frame and the bed did not collapse. There was no indication regarding patient involvement. No injury or other medical consequences reported.